Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent moved on balloon. During preparation, a 2.50mmx38mm synergy ii everolimus-eluting stent was pulled out of the hoop; however the stent had already moved on and the stent had slid down towards the distal tip. The procedure was completed with another 2.50mmx38mm synergy ii everolimus-eluting stent and no patient complications were reported.

Manufacturer narrative:
Device evaluated by mfg: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts stretched from proximal row 9 over the distal markerband and bumper tip. A review of the associated batch records found the maximum crimped stent profile measured within specification while a snap gauge was used during examination to measure the crimped stent od at the undamaged proximal portion which gave a reading within specification. The stent was still securely crimped onto the balloon wall. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was reviewed. Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the analysis the damage most likely occurred during the preparation and handling of the device while removing the stent protector. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the midshaft polymer extrusion section found one kink at 98mm proximal of the port entry site. The damage most likely occurred due to excessive tensile force being applied to the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent moved on balloon. During preparation, a 2.50mmx38mm synergy ii everolimus-eluting stent was pulled out of the hoop; however the stent had already moved on and the stent had slid down towards the distal tip. The procedure was completed with another 2.50mmx38mm synergy ii everolimus-eluting stent and no patient complications were reported.